Manufacturer narrative:
Di not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead displayed oversensed noise reversions during clinic and remote's. Patient is pacemaker dependent and asymptomatic. Lead was capped and a new rv lead was implanted on (B)(6) 2018. Patient was stable during and after the procedure.